Event description:
A malfunction was reported with code malf 9, but no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within range. It was stated that the customer planned to follow up with technical support once home, and the malfunction code was identified as resettable. No additional information was provided regarding further actions taken or the outcome of the event.